Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation, however pictures were provided, and indeed it shows that the metal faceplate was broken off from the active tip. The reported failure is confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)

Event description:
It was reported during a rotator cuff repair, (B)(6), (B)(6) 2018. Following the use of the vapr electrode, at the end of the case it was noted that the metal face plate was partially missing. Surgeons closed the wound and opted for a x-ray before leaving theatre. Metal piece was noted to be inside. An additional procedure was conducted immediately after to remove the broken metal. Twenty minute delay to procedure. Metal retrieved. Nil further adverse outcomes noted. Female patient initials (B)(6). ID: (B)(6), aged (B)(6) years, dob: (B)(6).